Event description:
Patient presented to the physician with pain, tightness, and tethering from the stimulation lead in the neck. Physician injected a steroid in the area of the neck.

Event description:
Patient presented back to the physician with persistent pain at the neck incision site and along the stimulation lead, attributed to ongoing lead tension. Patient reported that the issue restricted their neck mobility and decreased their quality of life. Physician brought the patient into the or, removed a portion of the stimulation lead, and closed both incision sites.